Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 3x28 mm xience xpedition stent was implanted and a distal edge dissection was noted. A 2.5x18 mm xience xpedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect(s) of dissection is listed in the xience xpeiditon everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.